Event description:
It was reported that this pacemaker device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. At this time, the pacemaker remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. At this time, the pacemaker remains in service.